Manufacturer narrative:
(B)(4). Additional information was requested by teleflex. The customer reported, "we were unable to ventilate the patient without the use of a bvm {bag valve mask}. The patient desaturated to the 40's or 50's and was cyanotic. We performed a bronchoscopy which showed that there was plastic peeling off of the inside of the et tube. The et tube was exchanged. The patient was able to ventilate and returned to appropriate spo2 levels. The patient remains in critical condition. It is unclear at this point if the patient's current condition is related to the event with the et tube." The device has not been received for evaluation at the time of this report. Samples from the same family of devices were taken from the current production. The samples' cuffs were inflated and left for four hours, then deflated. Samples were visually inspected, defect reported was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was performed and no update required. Customer complaint cannot be confirmed at this time. If the device sample becomes available at a later date, this report will be updated with the evaluation results.

Event description:
Customer complaint alleges "the balloon that formed the cuff (not the pilot balloon) ruptured". Patient injury was reported. Patient condition was reported as unknown.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 5-10315 et tube, hvt, 7.5 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample appears used as there is biological material present on the device. The sample was returned with the adapter. No other defects or anomalies were observed. A functional inspection was performed to attempt to inflate and deflate the balloon cuff on the returned et tube. A lab inventory syringe was filled with air and attached to the pilot balloon. Upon injection of air, both the pilot balloon and cuff immediately inflated. The syringe was then removed and the cuff and pilot balloon were inspected for leaks. No leaks were detected. The syringe was then reattached in order to deflate the balloons. Both the pilot balloon and balloon cuff were able to deflate. The et tube was submerged underwater and an attempt to inflate was made to detect any leaks. Upon injection, the et tube was able to inflate and no leaks were detected. The cuff was left inflated for approximately 4 hours with no leaks observed. No functional issues were found with the returned sample. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction, is detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "balloon ruptured during use" could not be confirmed based upon the sample received. The returned et tube was able to inflate and deflate with no difficulty. The sample was left inflated for 4 hours and no leaks were observed. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. No functional issues were found with the returned device.

Event description:
Customer complaint alleges "the balloon that formed the cuff (not the pilot balloon) ruptured". Patient injury was reported. Patient condition was reported as unknown.